Event description:
During a coronay artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was severely calcified and 80% stenotic. After predilation a taxus express2 2.75 x 32 mm stent was used. However, as the physician attempted to remove the delivery device, the catheter shaft fractured into two pieces. The fracture occurred outside of the pt's body. The physician removed the catheter with no injuries or complications.